Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that crosstalk was seen on the right ventricular channel of a patient's pacemaker. It was determined that the signal coming from an atrial paced event that was over-sensed by the ventricular channel was very large and could not be remedied by programming changes. The device would continue to be monitored. The patient was stable.